Event description:
As reported to coloplast though not verified, pt was implanted with restorelle and omnisure mesh. Later the pt experienced urinary urgency, dysuria, pelvic pressure, vaginal discharge, odor, cystitis, mesh erosion, recurrence of urinary symptoms, burning with urination and bulging in the vagina. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.